Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing impedance, erratic amplitudes, and loss of capture (loc) due to high capture thresholds. The impedance remained within range. Technical services (ts) reviewed the reports and recommended an in-clinic assessment for lead integrity. Ts provided troubleshooting actions, such as isometrics and x-ray imaging. The lead remains in use. No adverse patient effects were reported.